Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead exhibited non capture and was found to be dislodged. The lead had pulled back into the coronary sinus body. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.